Event description:
A pt reported blood glucose results of 386 mg/dl, 247 mg/dl, and 279 mg/dl, with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips were replaced.